Manufacturer narrative:
The device was not returned for evaluation. As of the date of this report, no patient information, no implantation surgery information or outcome information has been provided. The available information is insufficient to evaluate this complaint. Multiple attempts have been made to obtain additional clinical information. If additional clinical information is provided, it will be reported in a follow-up MDR.

Event description:
It was reported that a patient had xcm biologic implanted as part of an unknown surgical procedure on an unknown date. Approximately 3 to 4 months post-operative, the patient returned with sinus tracks and budges. Although requested, as of the date of this report, no additional information about the patient, the initial surgery or any remedial action is available.